Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using carelink 14.12/3.12 installed on dell precision 7560 with windows 11 enterprise was conducted and confirmed the issue is reproducible due to an outage.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the carelink personal 10938952doc_p & carelink system 10541263doc_z.after conducting a thorough investigation, we have found that the issue was related to an outage that occurred on (B)(6) 2024. Outage incident inc11454090.testing and analysis confirmed that this is an issue . The issue is verified based on global it investigationglobal it confirmed that medtronic's isp vendor had made a configuration change that affected the routing between medtronic on-prem services and it's cloud based infrastructure. However, the specific configuration change they made was not specified.at this time, no recommendation was provided due to the nature of the outage. Outage incident was identified, confirmed and resolved and confirmed working for users within hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.